Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device check, a "deceptive" message was observed from the cardiac resynchronization therapy p acemaker (crt-p) that indicated the left ventricular (lv) lead pacing threshold was more than the amplitude-range and the measured safety margin was 0.0 volts, although lv capture management was set to automatic. It was noted the programmed value was lower compared to the measured threshold value and loss of lv capture was observed. There were no actions taken and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.